Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Myopotential oversensing caused inhibited pacing on the implantable defibrillator. Review of the electrocardiogram showed that low level, high frequency noise was oversensed. The patient would continue to be monitored.